Event description:
It was reported that a home patient (hp) connected the 2.5% dianeal solution to the 4.5% dianeal line and the 4.5% dianeal solution to the 2.5% dianeal line. The hp noticed the error in fill 3 of 6 and reconnected the bags to their proper lines while still in therapy. A technical service representative reviewed proper procedures with the hp and advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient reported switching bags to their proper lines while in therapy. This complaint is for a use error in which the hp reused a single use product. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.